Event description:
The event is reported as: complaint alleges that the applier locked onto a clip that had already been placed on a vessel. The jaws would not open. The sales rep present instructed the dr on how to remove the applier. There was no foreign body left in the pt. Pt's condition listed as fine. No injury reported.

Manufacturer narrative:
Device sample returned to MFR, but investigation is incomplete at time of this report. DHR showed no issues related to this complaint.